Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. A DHR (device history record) review for this individual asr component will be carried out at this time. Corrected: h5.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a tha was done about 15 years ago. Asr hip revised for pain. It also stated that there was loosening of the cup. Doi: 15 years ago, dor: (B)(6) 2021, affected side: unk.